Event description:
It was reported to philips that the ipc power supply shorted, causing the system to fail to boot on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the ipc and reinstalled the software, restoring the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).